Event description:
A report was received that the patient had difficulty charging the ipg. It appeared that the ipg was very close to the surface of the skin. The patient underwent revision wherein the physician opted to replace the ipg with a new one. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.